Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact on the customer's blood glucose level. Customer did not experience any notable events before the malfunction and received assistance from technical support to reset the pump, which resolved the issue. Customer was advised to continue using the pump and to contact technical support again if the malfunction reoccurs.